Event description:
Additional information received reported that the patient was doing fine since the event, with no more issues noted.

Event description:
Additional information received reported, the patient was still having concerns with their device or therapy but had not sought further help.

Event description:
It was reported the patient was not getting much relief from the pump. When the patient had it implanted he was having headaches and the patient was 'almost positive' he was not getting the medication. The physician felt there was either an issue with the catheter being plugged or the pump not working. The pump had been set to 0.2 but was increased to 2.0. The patient was 'a little loopy' and his eyes turned 'to the size of pinheads.' The pump was then adjusted down to 1.5. When the patient had the pump refilled on (B)(6) 2012 the physician set the pump to 0.5 in case 'the pump suddenly did start working.' When the patient went in for his pump refill, there was hardly any medication used from the pump. The patient was also on oral medication including oxycodone 10mg every 4 hours and morphine 15mg every 8 hours. The patient's next appointment was scheduled for (B)(6) 2013 at which time he was going to discuss troubleshooting with the physician. The patient had been in terrible pain and doubled up on his oral medications which made him vomit. The patient experienced withdrawal symptoms such as vomiting and shakiness 'a little bit,' but not with any frequency. The device system was used to deliver hydromorphone and bupivacaine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).